Event description:
It was reported that the customer received multiple rf pic failed self test alarms. The customer's blood glucose level was 148 mg/dl. He/she was advised to revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the self test. The insulin pump was monitored for several days and no alarm for a failed self test was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.